Manufacturer narrative:
The immucor laboratory performed as DHR and bdms review on 03/14/2019 and found the product to have the necessary satisfied criteria, and there were no flags, comments or exclusions. The internal immucor record number is (B)(4).

Event description:
On (B)(6)2019, a european (B)(6) customer reported an unexpectedly negative antibody screen with capture-r ready-screen (3), which led to a transfusion reaction.